Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed ac adapter lemo connector pin number 4 is bent, pin number 1, 4, and 5 had signs of burned marks. Visual inspection also revealed pin number 2 and 3 are burnt. The service technician scrapped ac power adapter.

Event description:
The customer reported model palmtop ventilator revel has damaged pigtail on the ac power adapter with bent pins. At this time, it is unknown if there was any patient involvement associated with the reported issue.